Manufacturer narrative:
Product evaluation: one 5.5 mm pk sa healicoil anchor was returned for evaluation. Only the anchor and suture were returned, no inserter. Visual assessment of the anchor confirmed its breakage. The proximal threads on one side of the anchor have broken off and were not returned. The anchor is also bent. Due to the anchors condition dimensional assessment is prohibitive. Per the device IFU under precautions ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device. Bone quality must be adequate to allow proper placement of the suture anchor. Inadequate bone quality could result in loss of fixation or pullout of the suture anchor¿. No root cause related to the manufacturing process can be established. (B)(4).

Event description:
During a rotator cuff repair involving a female patient with average bone quality, the surgeon was tying off the suture and a small piece of the anchor broke from the side. The site was irrigated and flushed and no loose particles were seen. It is believed to have remained embedded in the hole and the surgeon did not wish to look around as he would have done more harm than good. Two other anchors were used successfully. The site prep was done with an awl. It was indicated that the original hole was left empty with no product.

Manufacturer narrative:
Although anticipated, the device has not been received for analysis. (B)(4).